Event description:
A customer contacted beckman coulter regarding elevated glucose (glucm) results from three (3) different patient samples that were generated by the unicel dxc 600 synchron clinical systems instrument. The customer indicated that patient a, b, and c samples were tested for glucm and results of 3.91g/l, 3.47g/l, and 1.91g/l were obtained respectively. Following the initial testing, the customer re-tested patient a, b, and c samples for glucm and the repeated results were: 3.94g/l, 3.43g/l, and 1.94g/l. The glucm results for patient a, b, and c were reported out of the lab and questioned by a physician. The customer re-tested patient a, b, and c original samples for glucm 72 hours later and the results were: 0.78g/l, 0.96g/l, and 1.04g/l respectively. There is no information if treatment was initiated or withheld as a result of this event.

Manufacturer narrative:
A beckman coulter (bci) product specialist (ps) went to the customer's lab on 09/15/06. The ps verified qc and the instrument performance; no problems were found. The samples were collected in lodo acetate tubes and kept at 4 degrees c. Based on available information, the lab re-tested all samples from 09/08/06 that had glucm requested and all results correlated to the original result except the three samples being in question. A field service engineer (fse) was dispatched to the customer's lab. The fse verified performance of the instrument, reviewed the event log and qc recovery for glucm; no errors were identified. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.